Event description:
Pace medical was notified on (B)(6) 2011, by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned the device stating that the output control was intermittent. The device was analyzed and tested for 2 days and the fault could not be duplicated. The device was re-calibrated and final tested. All tests were passed and the device was returned to the customer. Reason for complaint: user error.